Manufacturer narrative:
DHR reviewed for lot number fmbc. No anomaly was found. Visual inspection is done as receipt. Defect of the location of the distal hole on the plate is confirmed. In addition, a functional inspection is done in compliance with the current incoming inspection specifications. Check of the assembly with lock screw (to detect if threads is appearing) shows that the lock screw is not completely inserted in the threaded hole. Non-conformity is confirmed. Results of the documentary investigation does not reveal any issue about the use of the device, the design and the manufacturing. No trend for this kind of incident is observed. Associated risk needs to be re-evaluated in term of probability. Failure analysis on the returned product confirmed the defect of the product.

Event description:
A facility reported that the distal hole of the tibiaxys anterior plate (right lateral - ID (B)(6)) is too lateral and could break. No patient injury was reported.